Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
It was reported that a patient was implanted with an impella rp flex and an impella cp. The patient experienced low flow and ventricular tachycardia (vt). The patient was unable to tolerate flows above p5. The patient experienced runs of vt. The plan was to slowly give volume bolus and an attempt again was made. It was emphasized for the need of therapeutic anticoagulation especially below p5. The patient was successfully weaned from the pump and the pump was explanted four days later. The patient survived the procedure.